Manufacturer narrative:
According to the customer, the brakes are not working. She said it is not catching the wheel to make it stop. The brake clip does not touch the wheels, they have not tried a brake adjustment. Customer stated the front wheel turns. The user fell and it resulted in a broken wrist requiring hospitalization. No additional information is available. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the brakes are not working. She said it is not catching the wheel to make it stop.